Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had an operational problem it was indicated that the programmer had a deviation between the stylus and display cursor. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer didn't work. The programmer was returned for service. No patient complications have been reported as a result of this event.